Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. Stroke is a known potential adverse effect per the device instructions for use (IFU). The report of patient death at sixteen days post-implant did not provide a specific cause. Neither autopsy nor explant were reported as being performed. A relationship between the device and the death could not be established. The physician reported that the device may have contributed to the patient¿s death, however, there was no report of a specific device malfunction, and no device returned for analysis. It was reported that the activated clotting times (act) were monitored every 30 minutes and were above 300 during the implant, which is within the IFU recommendations. With the limited information available, medtronic cannot conclusively determine the exact cause of this report. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) and magn etic resonance imaging (MRI) confirmed a cerebral vascular accident (cva). It was reported that during the procedure, the activated clotting time was monitored every 30 mins and were above 300. Sixteen days after the implant, the patient expired. The cause of death could not be confirmed. However, the physician indicated that the device might have contributed.